Manufacturer narrative:
Device was discarded by the facility. (B)(4). Device discarded by facility.

Event description:
It was reported that during an orbital atherectomy procedure, in which a csi diamondback predator orbital atherectomy device (oad) was being used, the patient experienced an embolic complication. Requests for further information have been made to the facility, but none has yet been received.